Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ccu 1 was initially intubated on (B)(6) at 23:27 with an 8.0 ett. Patient self-extubated on (B)(6) at 00:24 and was reintubated by md and pa with a 2nd 8.0 ett. Md noticed that the balloon was deflating within 30 seconds, and an audible leak was heard. We opened a 7.5 ett, and it was safely exchanged with a bougie after checking patency. The team that was present during both intubations debriefed and confirmed that both etts were checked for patency and cuff integrity prior to placement. Following physical assessment of the 1st and 2nd etts, it was noted that both cuffs exhibited a slow air leak, resulting in gradual cuff deflation." Additional information received on june 30, 2026, indicated that "the patient had desaturated 10-20%." Two devices involved. Associated mdrs: 3003898360-2026-00304.